Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, an intermittent e222 communication error was observed for the device. The device image was intermittent. This is attributed to faulty cable assembly as the image was normal with a serviceable cable assembly.

Event description:
As reported for this event by the customer, during a therapeutic laparoscopic hernia procedure, the device yielded no image. The screen went blank. The physician was getting a view of the operating area and watching the images on the screen when the screen went blank and the image could not be restored. The procedure was completed with another similar device. There was no harm or adverse impact to the patient. No additional treatment n or extended stay was required. No other devices were involved in this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cable could not be determined. Olympus will continue to monitor field performance for this device.